Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported a prolonged low blood glucose (bg) event while sleeping. The patient had disconnected from the ilet device prior to the event. According to the patient, the low bg episode lasted approximately seven hours with a bg reading of 39 mg/dl and included symptoms such as sweating, loss of consciousness, and seizure activity. The patient resides alone and managed the event independently, consuming milk and cereal to bring bg back into range. Emergency medical services were not contacted. The patient reconnected the ilet device once bg levels were restored. Device data confirmed the patient had announced a late meal prior to the event, and the ilet delivered insulin in response to elevated bg levels. The patient was referred for additional training and reported plans to follow up with a clinical trainer to assess potential adjustments to pump settings. No external assistance or medical intervention occurred.